Manufacturer narrative:
Correction: h6 (device & component code). The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows visible signs of wear. The damage is primarily located at the drive end, where there is a diagonal brittle fracture that bisects the entire diameter of the drive end with material missing. There is also a twisting deformation of the remaining flutes of the torx head. This deformation suggests that the hexagonal screwdriver was repeatedly subjected to high torque applied at a non-axial angle. Such off-center force created torsional stress that exceeded the material¿s yield point, ultimately causing the observed deformation. Additionally, hardness testing was performed and was within the required specifications. Based on investigation, the root cause was attributed to combination of breakage & user related issue. The failure was caused by repetitive usage and cyclic load over the time contributing to the event of breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a screwdriver tip broke when implanting peripheral screws. A long white screwdriver was used to finish the case.

Event description:
It was reported that a screwdriver tip broke when implanting peripheral screws. A long white screwdriver was used to finish the case.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.